Event description:
The manufacturer received a voluntary medwatch (mw510255) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The manufacturer received information alleging headaches, throat irritation, coughing and unexplained dizziness. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.